Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, myocardial infarction and very late stent thrombosis occurred. The patient presented with a cardiac abnormality and narrowing of a coronary artery. A taxus express2 drug eluting stent was deployed in the lesion. No patient injuries or complications were reported. The patient took plavix for at least 3 months post procedure. Ten months post procedure, the patient presented with a myocardial infarction and in-stent thrombosis of the prior placed stent. The patient underwent "cardiac treatment." No further patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.